Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell and as a result the touch screen became cracked and unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen issue was verified. Additionally, the unresponsive touch screen issue could not be verified.